Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did any piece of the device fall into the patient? If so, how was it retrieved? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during a r hemicolectomy, (B)(6) hospital inc, (B)(6) 2019. Firing trigger snapped off device. No patient consequence reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5d20w. Investigation summary: photo received. Upon visual inspection of one photo, the following was observed: the photo shows only a broken trigger from top view. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. The analysis found that one pve35a device was returned with the firing trigger broken and with no cartridge reload present, making the device non-functional. No further functional testing could be performed due to the conditions of the firing trigger. The damaged on the firing trigger, it is consistent with an attempt to fire the device with the safety engaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did any piece of the device fall into the patient? If so, how was it retrieved? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) The broken piece of the stapler did not fall into the patient. There was no change in post-op care as a result of this event as stapler was not used in the end.